Event description:
International distributor contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 a patient removed sensor after more than 7 days of wearing the sensor. She said that the sensor had broken and she was unsure if there were sensor parts remaining under the skin. The patient did not seek any medical intervention. Patient is feeling fine and is continuing to use her cgm since the incident.